Manufacturer narrative:
Device manufacture date: the device was manufactured in february, 2015. The packaging label was not available. Therefore, the final manufacture date is unknown. A review of the service history review found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be determined. However, it is likely the l2 was broken off the board due to rough handling during transportation. The device's instructions for use (IFU _rev an) states, "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." (Warnings and cautions, page 7). In addition, service found minor scratches on the housing cover, and minor chips on the front panel. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus loaner that was returned to olympus with no alleged complaint. Upon inspection and testing of the returned device, it was observed the power board was damaged with the l2 (a component) broken off the board. There was no patient or procedure involvement.